Manufacturer narrative:
At this time, the customer confirmed that the suspect device will not be returned for evaluation. Therefore, root cause cannot be established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the ltv 1200 (lap top ventilator) is not showing new or same patient option during startup. Apnea alarm was also reported. There was no patient harm associated with this reported event.